Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient was having her pump filled and the healthcare provider (hcp) had trouble positioning pump. It was further reported that while the hcp was positioning the pump, he may have tugged in catheter. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). The patient was scheduled for a catheter revision. Surgical intervention was planned but not yet scheduled. The issue was noted as having been resolved. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was noted as having been requested but was unknown. No patient symptom was reported. No further patient complications have been reported as a result of this event.